Event description:
It was reported that during a meniscal repair surgery, the fast-fix 360's t2 implant was deployed prematurely after the t1 implant was deployed on the meniscus. The t1 implant was left secured in the patient and the t2 implant was removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The needle assembly is deformed and bent to a 90 degree angle. The t1, t2, and suture were not returned. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.